Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use the white tip of the pilot balloon broke causing the cuff to leak. The tube was removed and replaced. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The product is used in diagnosis. The reported condition was confirmed. An inflation/deflation test was performed which was connected to the pilot balloon and it was observed the air could not be inserted, a visual inspection was performed and it was observed the valve presents damage, the white part was missing its top, and the missing part was received stuck in an artificial nose. The investigation could not determine the root cause of the event. Information has been added to the database and trends will continue to be monitored. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use the white tip of the pilot balloon broke causing the cuff to leak. The tube was removed and replaced. In follow up the reporter clarified regarding the ¿artificial nose¿ that the cuff was inflated with a manometer. In order to protect this manometer from germs, a filter was used between the endotracheal tube¿s pilot balloon and the manometer.

Manufacturer narrative:
Evaluation summary: one sample was received for evaluation. The product was used in diagnosis. An inflation/deflation test was performed using a syringe which was connected to the pilot balloon and it was observed the air could not be inserted, a visual inspection was performed and it was observed the valve presents damaged the white part was missing its top, and the missing part was received stuck in an artificial nose. The investigation could not determine the root cause of the event. Information has been added to the database and trends will continue to be monitored. Additional information: (MFR region), (unique identifier (UDI) #), (first and last name, email), (phone #). If information is provided in the future, a supplemental report will be issued.